Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported not being able to obtain readings from his adc device when using the librelink application. As a result, the customer experienced symptoms described as " feeling as if demented" and was unable to self-treat. The customer received third-party intervention by colleague who provided food and chocolate for treatment. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported not being able to obtain readings from his adc device when using the librelink application. As a result, the customer experienced symptoms described as " feeling as if demented" and was unable to self-treat. The customer received third-party intervention by colleague who provided food and chocolate for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported being unable to find the alarms option in the freestyle librelink app menu for the android version of the app .the instructions for enabling alarms are available on the product website. The app menu can be opened by tapping the menu icon at the top left of the app screen. Attempts to replicate the users complaint using a similar configuration was performed and the was able to find the alarms menu option in the app when opening the app menu. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.